Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated, that the surgeon implanted, a 13.2mm vicmo 13.2 implantable collamer lens of diopter -5.5, into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens, due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.